Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, the atrial lead could not be fixed after several tries. The lead was not used and another lead was implanted. Patient was in good condition during and after the procedure.